Event description:
It was reported that the atrial lead had an atrial lead warning and a switch to unipolar. Low impedances, false mode switch episodes, and small p waves were also noted. The patient came in to the clinic for isometrics testing which revealed oversensing. Further discussion will be taken with the physician about the patient's plan of care. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.